Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0865 inches. Pump error 63 alarmed during self test and confirmed in pump history with variable due to broken trace at pin 1 on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia and hyperglycemia. The customer stated that insulin pump had hardware low level failure alarm. The customer's blood glucose level was 46 mg/dl. The customer was able to clear the alarm and was able to complete the insulin pump rewind. The insulin pump did not pass the self-test. The customer declined troubleshooting for low blood glucose. The customer started having a low of blood glucose of 40 mg/dl; then in the evening the blood glucose was 70 mg/dl while eating. The blood glucose got up to high 300 mg/dl; then the customer took manual injection and the blood glucose decreased down to 250 mg/dl. The next morning the customer changed the set. In the afternoon, the blood glucose started increasing again. The customer took the bolus for lunch and blood glucose increased up into 400 mg/dl. The customer reported second occurrence of the insulin pump error alarm during the self-test. The customer was advised to revert to the backup plan as per the healthcare professionals instructions. The device will be returned for analysis.